Event description:
Facility reports that in 2007, while using a viking m patient lift to transfer a 400lb resident from bed to chair, that they attached the hook on the side bar's to the hook of the sling bar 450. As soon as the lift commenced, the weight caused a twisting stress on the hook of the sling bar 450, and the hook sheared off completely. No injuries were reported.

Manufacturer narrative:
Liko distributor visited the facility on 10/05/2007 and was allowed to view and visually inspect the equipment involved in the reported incident. The viking lift had been taken out of service, but was found to be in good working condition. As the sling bar 450 had been broken in the reported incident, the lift could not be weight tested. Facility admitted that at the time of the incident the side bars were incorrectly attached to the sling bar 450 by the cna. The incident could not be recreated by the facility when side bars and sling bar were used per manufacturer's instructions.